Manufacturer narrative:
(B)(4).

Event description:
Ous MDR - it was reported that approx. 5 months after the implantation oversensing was observed. It was suspected that the device was interfered with external signals. No inappropriate therapy was delivered. The device was reprogrammed and remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The returned device data have been analyzed. The analysis of the available iegm revealed noise in all channels, leading to one vf detection, confirming the clinical observation. Based on the available data the root cause of the noise could not be determined. However, due to the signal morphology it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical observation. The manufacturing process for this device was re-investigated and all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. In the available iegm the occurrence of noise was observed in all channels. Based on the available data the root cause of the noise could not be determined. However, there was no indication of a device malfunction.